Event description:
My dexcom g6 sensors have recently begun to leave a burn mark on my skin where they have been inserted. I have since learned that dexcom recently changed the ingredients in their adhesive that cause this issue. It has left my arms with the burn areas for over a month and the itchiness has not gone away now and despite changing site locations to a different part of my body (my upper thigh) the irritation continues there. I never had issues with my dexcom sites before this change. FDA safety report ID# (B)(4).